Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported recharging had been difficult since implant. It was further reported on (B)(6) the consumer got a twinge in their back which smarted almost like a pinprick and their leg was hurting. The consumer further reported the charge felt like it was getting fainter on its' own. It was noted the consumer was on a nerve block which made her so spacey and their brain was shot from the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.